Event description:
It was reported that the patient tried the stimulator for a month and then asked to have the device turned off. The patient was implanted for urinary retention. The patient had a history of spasms and urinary tract infections (issue before implant). The caller synced the device today and it was on, on program 3 at 1.7. The patient thought the device was turned off by her son. The patient was not feeling stimulation today and the patient was not getting therapy results since implant. Program 3 was more towards the back side. Program 2 was felt in the vagina and rectum. Program 1 was felt in the vagina and the urethra. The caller said that the patient said the stimulation in her urethra makes her feel like she needs to urinate. The patient drinks lots of fluids. The caller wanted to know where the patient should feel stimulation. The caller wanted to know how the patient can tell if the device is helping or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jc9c, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).